Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported in a phone contact that her blood glucose (bg) meter reading was 26 mg/dl. Patient stated that she felt fine and was going to eat something to raise her bg level. Dexcom representative on the phone call recognized that patient was incoherent. Patient declined dexcom representative offer to call 911. Dexcom representative told patient he would call back to check on patient. Dexcom representative attempted several call backs 30 minutes later and patient did not pick up. Dexcom representative called police department in the patient's locale. Paramedics were dispatched to patient's home. Dexcom representative called patient one (1) hour later and patient picked up. Patient reported she was losing conscious when a fire fighter came to her door. Patient confirmed her continuous glucose monitor (cgm) was reading 76 mg/dl. At the time of contact, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.